Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted for infection. Following explant of the ICD, interrogation found that the ICD had experienced a reset.